Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional percutaneous endovascular aneurysm repair (pevar) procedure via a 9f sheath. Reportedly, a first prostyle device was pre-placed successfully at the 11 o'clock position. While attempting to pre-place a second prostyle at the 1 o'clock position, a cuff miss occurred as there was no suture present when the plunger was removed. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to 18f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.